Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with a history of may-thurner syndrome underwent placement of an inferior vena cava (ivc) filter along with catheter-directed thrombolysis after developing a left lower extremity iliofemoral venous thrombosis status post a recent left knee arthroplasty. The ivc filter was deployed below the renal veins. Thrombectomy was then performed using tissue plasminogen activator into the common femoral, external iliac and common iliac veins. Approximately two months post ivc deployment, patient underwent an unsuccessful attempt at ivc filter retrieval, utilizing multiple avenues to retrieve the filter, and balloon angioplasty of the inferior vena cava filter. Approximately three months post ivc filter deployment, a second unsuccessful attempt at ivc filter retrieval was made. The ivc filter legs were somewhat angulated and twisted from the previous procedure and were further deformed during the current procedure. Fluoroscopy over the chest demonstrated a small fragment of the ivc filter leg over the right inferior lung, presumably in the pulmonary artery. It was uncertain when the embolization occurred. Approximately five months post ivc deployment, patient visit to neurologist consult for evaluation of left eye papilledema and possible temporal arteritis. Further discussed was the previous two ivc filter retrieval attempts performed on subsequent successful ivc filter retrieval and left common iliac stent via the right internal jugular vein performed and the two irretrievable and detached ivc filter pieces located in the right ventricle and pulmonary artery. Patient was advised to remain on anticoagulation medication. Approximately eleven months case management summary for patient noted the vascular and cardiovascular physicians had no concern with the ivc filter pieces in the patient¿s heart and lung. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post-ivc deployment, the patient underwent an unsuccessful attempt at retrieval, utilizing multiple avenues to retrieve the filter. In spite of multiple attempts, the hook on top of the filter was unable to be captured. Approximately three months post ivc filter deployment, a second attempt at ivc filter retrieval was made. Multiple attempts at repositioning the filter tip into the vein lumen using catheters and guidewire manipulation from the groin access were made; the filter tip was incorporated in the ivc wall. The ivc filter legs were somewhat angulated and twisted from the previous procedure and were further deformed during the current procedure. Fluoroscopy over the chest demonstrated a small fragment of the ivc filter leg over the right inferior lung, presumably in the pulmonary artery. Approximately five months post ivc deployment, two irretrievable and detached ivc filter pieces were located in the right ventricle and pulmonary artery. Therefore, the investigation can be confirmed for retrieval difficulties, limb detachment, and material deformation. Per the provided medical records, multiple complex retrieval methods were unsuccessful. Following these retrieval attempts, two limbs were found detached and "the ivc filter legs were somewhat angulated and twisted from the previous procedure and were further deformed during the current procedure." Therefore, the retrieval attempts likely resulted in the material deformation and could have contributed to the limb detachment. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 12/2017; manufacturing date 12/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs detached and were unable to be retrieved. The device was removed successfully after two previous attempts. A third percutaneous removal procedure was attempted to retrieve the filter limbs but was unsuccessful. The filter limbs are allegedly located in the right lung and left ventricle. The patient experienced pain the heart and lungs. However, the current status of the patient is unknown.